Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (537 mg/dl). Customer alleged elevated bg level was due to a bolus not being delivered. Tandem technical support verified bolus was successfully delivered. Customer addressed elevated bg levels with manual injections. Recommendation was made to discuss diabetes management with customer's health care professional.